Event description:
During a scheduled follow-up, a cybersecurity software upgrade was performed; however, the attempt failed and the deice went into back-up mode. A firmware download was attempted multiple times with no success. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Analysis of the device image revealed a telemetry interruption occurred, which resulted in the reported issue of backup operation. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage above eri.